Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the right atrial (ra) lead was placed, however under fluoroscopy during sheath removal it was confirmed the lead had dislodged. The physician stated he did not feel torque was transferring down the lead body appropriately while in the patient. The lead was removed and helix was exercised. It was found it took too many rotations to extend/retract the helix. A new lead was implanted. No patient complications have been reported as a result of this event.